Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient was wearing the pod on the arm for an unknown duration of time when medical attention was sought. The parent reported that the patient lost the pdm, which prevented blood glucose monitoring. The parent estimated blood glucose levels to be approximately 300 mg/dl. The parent removed the pod and transported the patient to the emergency room for evaluation. At the hospital, the patient was diagnosed with hyperglycemia and received intravenous fluids and insulin administered via injections. The patient was not admitted and discharged on the same day. No additional complications were reported. At the time of the report, the patient was using a back-up insulin delivery method.